Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient rep reports that a couple of years ago therapy was off and patient has symptoms. Patient's mobility is "rough." This was reported with information that therapy was off and patient is having symptoms again and is documented. No additional information was received regarding the event "a couple of years ago."